Manufacturer narrative:
The investigation determined that lower than expected vitros alc (alcohol) results were obtained from a patient sample and a non-vitros (biorad) quality control fluid when using a vitros alkp (alkaline phosphatase) slide cartridge that was mis-identified as a vitros alc slide cartridge on a vitros 5600 integrated system. The root cause of this event is user error while manually loading a vitros slide cartridge. The vitros 5600 integrated system software was operating as expected.

Event description:
A customer obtained lower than expected vitros alc (alcohol) results from a patient sample and a non-vitros (biorad) quality control fluid when using a vitros alkp (alkaline phosphatase) slide cartridge that was mis-identified as a vitros alc slide cartridge on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros alc patient result initially obtained from the mis-identified vitros alkp slide cartridge was not reported from the laboratory. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).